Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated procedure. Upon interrogation, the device could not be completely interrogated via radio frequency telemetry. No device intervention was performed. There were no adverse consequences to the patient.